Manufacturer narrative:
The device is currently not available for analysis. No conclusions regarding the clinical observation can be drawn for the time being. The investigation will continue as soon as new information is available.

Event description:
Ous MDR - it was reported that oversensing was observed an estimated 28 months after the implantation. This is all of the information that was provided. None of the dates were reported. No deterioration of the patient's state of health was reported.